Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the emergency room on (B)(6) 2020 for high blood glucose. Blood glucose reading when admitted to hospital was 467 mg/dl. The customer was treated with intravenous insulin drip at the hospital. Troubleshooting for the customer¿s high blood glucose was declined. The customer stated that he was using auto mode feature active at the time of event. The insulin pump will not be returned for analysis.